Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an administrative port of a 2000ml exactamix eva tpn bag was broken. This event occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted the reported broken administration spike port. The reported problem was confirmed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.